Event description:
On (B)(6) 2025 it was reported that the user experienced hypoglycemia with blood glucose (bg) levels of 30 mg/dl while using the ilet. The user corrected the event with juice and did not require hospitalization. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.